Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: gastric bypass. According to the reporter: in the middle of second firing cracking sounds were heard after some staples were fired. Then the handle could be squeezed no more. The black return knob would not be moved back to open the jaw. For release of device from tissue, additional resection was required by use of new device and another sulu. For recovery or treatment nothing special such as conversion of procedure and others was required. The case was completed with no problem. No patient harm. The patient current status: good operating time extended: less than 30 min. Additional tissue resection: yes. Tissue damage: no. Nothing fell into the cavity. No bleeding. Confirmed that the clinical sample is being returned for investigations. Nothing of adverse event caused by extension of or time was reported. No patient info is available: gender: unknown, age: unknown, weight: unknown / the customer did not know if reinforcement material was used.